Manufacturer narrative:
Occupation: clinician.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump alarmed with no error message. The batteries in the pump were removed, but the pump continued to alarm. The fault did not occur when the pump was in patient use. The patient was left with no functioning pump and had to go to the hospital pending the receipt of a replacement pump. The patient did not have a backup pump for the life sustaining infusion. There was no patient injury. The infusion was continuous at a rate of 41ng/kg/min for pulmonary arterial hypertension (pah).